Event description:
It was reported that a peritoneal dialysis (pd) patient is currently in the hospital for a yeast infection. As a result, the pd catheter (not a fresenius product) was removed. Upon follow up, the patient¿s pd nurse reported that the patient was hospitalized with symptoms of abdominal pain. It was reported the patient had a pd catheter exit site infection and peritonitis. Per the nurse, the patient¿s pd culture (date unknown) grew yeast. Reportedly, during hospitalization the patient was treated with unspecified antibiotics. Additionally, the patient underwent removal of the pd catheter and was transferred to hemodialysis. The patient was discharged on an unknown date is reportedly recovering from the event. There were no reported fluid leaks in relation to the event. Moreover, the pd nurse indicated the peritonitis is not related in any way to fresenius device, or product. Per the nurse, the patient has a history of being non-compliant with infection control and reportedly does not wash the pd catheter exit site or wash hands during the pd exchange. The nurse attributed the peritonitis event to a breach in aseptic technique and from the exit site infection of the pd catheter.

Manufacturer narrative:
Correction: h6 component code plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies but most often due to touch contamination or a breach in aseptic technique during treatment. The patient¿s pd culture yielded growth of yeast which is known to live on human skin. Additionally, the patient had concomitant pd catheter (not a fresenius product) exit site infection which is also a risk factor for developing peritonitis. It was reported by the pd nurse that the patient is non-adherent to washing the pd catheter exit site and washing hands during the pd exchange. Therefore, the peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is currently in the hospital for a yeast infection. As a result, the pd catheter (not a fresenius product) was removed. Upon follow up, the patient¿s pd nurse reported that the patient was hospitalized with symptoms of abdominal pain. It was reported the patient had a pd catheter exit site infection and peritonitis. Per the nurse, the patient¿s pd culture (date unknown) grew yeast. Reportedly, during hospitalization the patient was treated with unspecified antibiotics. Additionally, the patient underwent removal of the pd catheter and was transferred to hemodialysis. The patient was discharged on an unknown date is reportedly recovering from the event. There were no reported fluid leaks in relation to the event. Moreover, the pd nurse indicated the peritonitis is not related in any way to fresenius device, or product. Per the nurse, the patient has a history of being non-compliant with infection control and reportedly does not wash the pd catheter exit site or wash hands during the pd exchange. The nurse attributed the peritonitis event to a breach in aseptic technique and from the exit site infection of the pd catheter.